Manufacturer narrative:
Per tandem user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with over 480 units of u-500 insulin and being used over a three days. Customer blood glucose level was approximately 300 mg/dl. Reportedly the customer loaded a new cartridge and received an accurate fill estimate. In addition, it was reported that the date on the pump was inaccurate; cause was unknown. Customer's blood glucose level was 183. Customer adjust the date on the pump to resolve the issue.